Event description:
The device was returned for a linux core failure. The issue was not able to be replicated during testing. The pump ran an infusion of 500 ml/hr for 15 minutes immediately followed by 14 ml/hr for an additional 15 minutes and the pump was able to complete this infusion without issue. Due to the nature of the complaint, the som will be replaced as a precautionary measure.

Event description:
The following has been reported: nurse reported: (B)(6) 2025--upon arriving for shift, nurse found pump alarming with red lights on both channels but no alert on screen. Pump was not in use. Screen was frozen and pump was not responsive to typical shut down procedure. To shut down, power button had to be depressed for >60 seconds. Pump pulled from service. 4/21/25--pump powered on. No alarms. Test infusion ran. A preliminary review identified the following issue: processor hardware failure (linux core). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.